Event description:
During the procedure, the accunet filter basket was deployed without an issue. The lesion was pre-dilated and then the stent was deployed. Post-dilation of the stent was preformed. Then the accunet recovery system was advanced to recover the filter basket, when the sheath disengaged from the common carotid popped into the aorta. There was a lot of manipulation as a 0.35 wire and a 5 fr guiding catheter were used to help reengage the sheath into the common carotid. The sheath was successfully reengaged and the accunet recovery systems was loaded over the .014 accunet wire and advanced through the end of the sheath in an attempt to capture the filter basket. The recovery system did not advance over the filter basket to capture it. It was a this point it was noted that the .014 wire of the accunet had separated. It is unk exactly when the accunet wire separted. The pt was sent to surgery to have the separated wire and filter basket removed. The pt was doing fine after the surgery and the separated account wire and filter basket were successfully removed.